Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no response from the lead when implanted. A different lead was then used and the appropriate response was obtained. Add'l info was requested.